Manufacturer narrative:
Product event summary: the balloon catheter afapro28 with lot number 73763 was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Verification of the smart chip file indicated the catheter was never used. The catheter failed the performance test because the system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection" appeared during the integrity test. The dissection test showed a breach on the guide wire lumen at 22.75 inches from the tip of the catheter. The pressure test also showed a breach through the guide wire lumen. This could explain the system notice 12218 "the safety system has detected a compromised outer vacuum." In conclusion, the balloon catheter failed the returned product inspection due to the breach on the guide wire lumen. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.